Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was selected for an implant. The sizing of the annular dimensions of the native valve was : aortic annulus, perimeter: 83.7 mm, perimeter derived ø: 26.6 mm, area: 537.5 mm², area derived ø: 26.2 mm, min ø: 23.5 mm, max ø: 28.9 mm, average ø: 26.2 mm, eccentricity: 0.19. There was sufficient calcium to allow anchoring of the device in the opinion of the user, and the patient did not have a horizontal aorta. The implant depth was 4mm, during the procedure, after total released, the valve migrate upwards toward annulus base. The patient did not have a hypertensive spike or pulmonary hypertensive episode at the time of migration and the migrated valve did not block a coronary artery or arteries. There was no snaring of the valve. The physician measured the coronary height versus valve and deceived to implant a second 29mm navitor valve with a valve in valve procedure. The physician checked the coronary access before total deployment of the second valve, both coronary were open, there was some electrocardiogram (ECG)changes, however the coronary was still open, but massive paravalvular leak (pvl was observed, the patient collapsed, left coronary obstruction was noted after implantation of the second valve. The physician tried to open the left coronary artery (lca), without success. The patient passed away and the cause of death hypotension and closed left coronary.

Manufacturer narrative:
An event of valve migration was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. However the device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all specifications, including specifications for radial force. The field indicated that there was tension in the delivery system during the time of deployment. Based on the available information, the root cause of the reported event could not be conclusively determined. Please note, per the portico tavi valve instructions for use, "post-implantation precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."